Manufacturer narrative:
(B)(4).

Event description:
The patient and the patient's husband inquired about proper dosing on the coaguchek xs meter, serial number (B)(4). They also alleged questionable results obtained on the meter on (B)(6) 2016. The patient obtained a result of 5.9 inr at 10:35am. She obtained a result of 4.1 inr at 10:45am. Later the same day (within 7 hours) the patient obtained a result of 4.7 inr. A different finger was used for each test. Both 5.9 inr and 4.1 inr were reported to the doctor. The patient was told to hold coumadin for two days. The patient believed the 4.7 inr to be the correct result and planned to report this result to cardionet. The patient's therapeutic range is 2-3 inr. The patient is not anemic, has no anti-phospholipid antibodies, and is not taking heparin, lovenox, or other blood thinners. The patient is not taking vitamins, has had no diet changes, new illness, or bleeding and bruising. The patient had her coumadin dosage raised to 5 mg after a result of 1.7 inr obtained with a device trainer on (B)(6) 2016. No other treatment was provided. In retrospect, the customer does not believe this result was accurate. The meter and test strips were requested to be returned for investigation. Replacement products were sent. Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The investigation was unable to determine a root cause. No product was returned for investigation.